Manufacturer narrative:
Radiograph images confirmed the complaint. Though revision surgery occurred, pathology department would not release device, and the devices were not returned. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported.). Root cause or specific failure mode cannot be determined.

Event description:
As part of a retrospective review presentation spanning 2019-2021 given by an orthopedic medical group, it was noted that a patient received a plf with bilateral posterior fixation from l5- s1 on (B)(6) 2021. Two months post operatively ((B)(6) 2021) radiographs depicted the left s1 bone screw had fractured. Revision surgery was performed on (B)(6) 2021.